Event description:
It was reported that the "hose is coming apart" of the hand piece device. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. The date of event was unknown; however, it was stated that it occurred in 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was received and evaluated. The customer's reported condition of hose detached from motor was confirmed. Reliability engineering completed an evaluation of the device and the evidence indicates this occurrence is due to usage wear over time. The components are worn from normal use over time. If additional information should become available, a supplemental report will be sent accordingly.